Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was due to a loose video cable connection on the surgeon console. It was determined that the cable became loose when it was inadvertently kicked by the surgical staff member. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 54 appears when the da vinci safety system determines that the strength of the signal received at the end of the blue fiber has fallen below the low warning limit. Upon determining this condition, the system records the fault and transitions to a safe state. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si procedure a surgical staff member inadvertently kicked the video cable, which resulted in non-recoverable system error code 54. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.